Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that biomed was called to bedside by nurses for device troubleshoot. Device currently on patient and alerting 113 (reduced water temperature control). Biomed provided patient temperature was 35.9c, water temperature was 27.9c, water flow rate was 2.4 l/m, inlet pressure was -7.1, outlet monitor temperature (t1) was 27.9c, outlet control temperature (t2) was 27.0c, inlet temperature (t3) was 28c, and chiller temperature (t4) was 4.1c. The circulation pump command was 62 percent, mixing pump was 100 percent and heater command 0 percent. Mis informed biomed the device was not cooling, the mixing pump was not working. Mis advised they would need to stop therapy, empty pads, and place a new device on the patient. Biomed stated they do not have another device. Mis informed biomed they could check with a sister hospital to borrow a device. Biomed would get nurse to disconnect the device from the patient. Mis informed biomed could call back for troubleshooting and parts ordered. Per biomed callback arctic sun device presented with an alarm 113 (reduced water temperature control). Tech support sent the procedure to download data and was awaiting the files to provide the next steps for repair. Per additional information on 26oct2022, biomed attempted to perform a calibration but repeatedly received error 103 (unable to communicate settings). After a check of the temperature with the simulator, it appeared that the isolation card was damaged. Tech support had biomed check patient temperature 2 and it read fine, but no reading on patient temperature 1. Biomed requested a quote for a loaner and depot repair. Tech support would quote the isolation card and an assessment for the cooling issues. Per sample evaluation results received on (B)(6) 2023, it was reported the root cause of the reported issue was due to a failed mixing pump. It was reported that the double bend tube was found expanded . It was stated that the mixing pump motor had seized bearings. It was noted that the isolation circuit card, double bend tube and mixing pump motor was replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. The mixing pump motor was found during servicing to have seized bearings. Mixing pump motor was replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was not in use on a patient. The DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that biomed was called to bedside by nurses for device troubleshoot. Device currently on patient and alerting 113 (reduced water temperature control). Biomed provided patient temperature was 35.9c, water temperature was 27.9c, water flow rate was 2.4 l/m, inlet pressure was -7.1, outlet monitor temperature (t1) was 27.9c, outlet control temperature (t2) was 27.0c, inlet temperature (t3) was 28c, and chiller temperature (t4) was 4.1c. The circulation pump command was 62 percent, mixing pump was 100 percent and heater command 0 percent. Mis informed biomed the device was not cooling, the mixing pump was not working. Mis advised they would need to stop therapy, empty pads, and place a new device on the patient. Biomed stated they do not have another device. Mis informed biomed they could check with a sister hospital to borrow a device. Biomed would get nurse to disconnect the device from the patient. Mis informed biomed could call back for troubleshooting and parts ordered. Per biomed callback arctic sun device presented with an alarm 113 (reduced water temperature control). Tech support sent the procedure to download data and was awaiting the files to provide the next steps for repair. Per additional information on 26oct2022, biomed attempted to perform a calibration but repeatedly received error 103 (unable to communicate settings). After a check of the temperature with the simulator, it appeared that the isolation card was damaged. Tech support had biomed check patient temperature 2 and it read fine, but no reading on patient temperature 1. Biomed requested a quote for a loaner and depot repair. Tech support would quote the isolation card and an assessment for the cooling issues. Per sample evaluation results received on (B)(6)2023, it was reported the root cause of the reported issue was due to a failed mixing pump. It was reported that the double bend tube was found expanded . It was stated that the mixing pump motor had seized bearings. It was noted that the isolation circuit card, double bend tube and mixing pump motor was replaced. Per sample evaluation results received on (B)(6)2023, it was reported that the during decontamination, unit short filled initially.